Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR report: 1221359-2021-01549, 1221359-2021-01613 and 1221359-2021-01615. Address: (B)(6).

Event description:
The customer reported false positive results with the ID now covid-19 assay performed on multiple dates with multiple patients. This MFR. Addresses patient 3 of 4. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on direct tested nasopharyngeal swabs. Confirmation testing (cnr and seegene techniques) was performed on nasopharyngeal swabs in viral transport medium on (B)(6) 2021 with pcr and generated negative results. The customer confirmed the patient was not symptomatic. The patient was in the hospital from (B)(6) 2021 for giving birth. Per the customer the patient quarantined (covid-19 ward) until (B)(6) 2021. Additional precautions were taken during birth.

Manufacturer narrative:
Additional information: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1017966 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/lot: 1017966 , test base part number 190-430/lot: 1017966 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1017966 showed that the complaint rate is 0.009%. Abbott diagnostics scarborough was unable to determine the exact root cause; however it could possibly be related to the specific patient samples.